Event description:
It was reported that "the patient underwent the surgery with the small xia. The surgeon confirmed x-ray. And he found that the connector broke. Therefore, the surgeon is planning the revision surgery. The surgeon requested the investigation of the broken connector."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: risk assessment. Results: the customer event of the fracture of a xia 4.5 titanium extended connector small was confirmed via correspondence from a stryker representative. The device was not returned for evaluation. According to previous complaints, the most likely cause of the fracture was an instantaneous load or too much fatigue induced by the patient. However, these causes could not be confirmed. Conclusion: the root cause of the failure could not be determined due to the absence of the device and limited information.

Event description:
It was reported that "the patient underwent the surgery with the small xia. The surgeon confirmed x-ray. And he found that the connector broke. Therefore, the surgeon is planning the revision surgery. The surgeon requested the investigation of the broken connector."